Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, a lantern became kinked as the physician was inserting it into a non-penumbra catheter and, therefore, the lantern was removed. The procedure was completed using a new lantern and the same catheter. There was no report of an adverse effect to the patient.